Manufacturer narrative:
Patient weight: (B)(6) lbs. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a genesys hta controller and hta procedure set was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the labia appeared to have a first degree burn. Reportedly, there was no issue with the device and no alarms were detected during the procedure. The burn was treated with ointment at the physician's office.